Event description:
The clinic reported that a laser vision correction patient presented with corneal haze in both eyes approximately 2 months after treatment. Patient was treated with topical steroids. On (B)(6) 2013, it was reported to abbott medical optics that patient haze remains in right eye more than in left eye but has no visual significance as her uncorrected visual acuity (ucva) is 20/20 in both eyes. They also reported that patient had removal of epithelial cells on left eye back in (B)(6) 2013.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Placeholder.

Manufacturer narrative:
Data of event- (B)(6) 2013. Device available for evaluation - yes. Initial reporter. (B)(6). Placeholder.